Event description:
Customer states that patient had a severe problem with infected sutures following repair of an upper midline incisional ventral hernia. Patient had ventral hernia repair performed 12/22/1997. Two weeks post repair, patient presented with a small wound infection that was drained in the office. Since then patient has had chronic wound pain which has intermittently resulted in drinage at different sites. On 05/11/1998 patient under went extensive wound excision under general anesthesia with removal of all identifiable suture. Patient has continued to have problems and require additional incision and drainage/debridement on 01/29/1999.reporter states that patient was seen 04/23/1999 at which time she was having pain of the sort that has "pressaged" breakdown and drainage in the past. At the present time, the patient has recovered and there are no indications of over incisional infection or drainage.